Manufacturer narrative:
(B)(4). Analysis of the catheter, model # 8780, sn (B)(4), found no significant anomalies. It was noted that only the pump connector segment proximal to the alleged kink was returned. Foreign material, thought to be biological in nature, was found the in the cup of the sutureless connector. The portion of the catheter that contained the kink was not returned.

Manufacturer narrative:
Analysis of the catheter found damage to the transition tube of the catheter body.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient required explant of the entire system. The patient developed meningitis after the catheter revision. The patient did not develop withdrawal and was stable. The patient received perioperative antibiotics. The primary location of the infection was in the cerebrospinal fluid (csf). It was noted that the pump was refilled during the catheter revision (on (B)(6) 2014). The patient¿s outcome was unknown at the date of the report. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that a pump reservoir volume discrepancy was observed. The expected residual volume (erv) was 4ml while the actual residual volume (arv) was 15ml. A rotor/roller study was performed as well as x-rays and pump logs checked. The pump pocket was inspected and there was no cerebrospinal fluid (csf) flow. No kink was noted but tissue-like substance was noted in the sutureless connector. The back incision was opened to implant a new catheter, but a kink was noted distal to the catheter anchor. Once the anchor was repositioned, csf began flowing. It was clarified that the volume discrepancy was due to the catheter kink. The cause of the kink was stated to have been that the catheter material is not totally kink proof. The product issue was resolved. The patient had experienced increased spasticity and less than 50% therapy relief. The event required patient hospitalization. The patient was doing well post operation with decreased spasticity. The device system delivered lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.